Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone all that, the customer was hospitalised on an unknown date due to high blood glucose. The blood glucose at the time of the hospitalization was 280 mg/dl. The customer turned off the auto suspend on her insulin pump. The insulin pump will not be returned for analysis.